Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s reason for calling was because ¿they were having problems with it and stated that they did not have adaptive stimulation on right now¿. It was indicated that the patient did not have adaptive stimulation on since implant ((B)(6) 2019). It was reviewed that adaptive stimulation was not generally enabled until a follow-up appointment and the patient was redirected to follow-up with their healthcare provider (hcp). The patient reported that the ins battery was low. The described having shocking in their legs after increasing it and then they turned it down to 1 and that resolved the issue. The patient explained further that they increased the setting to 8 and then stopped using the controller and the patient kept feeling their stimulation increasing until they used the controller to reduce it back down. Patient services worked with the patient and their programmer to charge the ins and after several attempts and after their friend became involved the patient was successful and got excellent recharge quality. It was recommended that they talk to their healthcare provider (hcp) about the stimulation shocking their legs. The patient indicated that they had an appointment scheduled for the (B)(6). It was indicated that the patient did not have adaptive stimulation since implant ((B)(6) 2019) and they experienced the shocking in their legs on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two additional information was received on 2019-may-07 that the event was caused by position changes. To address this, the adaptive stimulation was re-programmed which had resolved the issue thus far. No further complications were reported.